Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the cystocele from surgery? Onset date/time of the pain from surgery? Location and character of the pain? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please include return date and tracking information.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted. The patient experienced c/o pain and underwent resection of vaginal portion of the mesh on (B)(6) 2009. Additional information has been requested.